Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3310660 (mfg. Date 09/2016) shows (B)(4) units were mfgd., tested, inspected, and released, citing no exception documents. Not returned.

Event description:
Complaint received regarding one (1) cl3951, 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock drip chamber, spiros, purple cap, hanger; lot# unknown. The report states, patient's chemo IV tubing caught and disconnected on secondary line in between spiros and tubing (a fused area). Follow up on (B)(6) 2017 confirmed there was chemo leakage but there was no contact with the chemo drugs. No adverse clinician/patient consequences reported.